Event description:
It was reported that during initial implant, the pulse generator was unable to be interrogated via rf telemetry. An inductive wand was used successfully to interrogate the device. Upon interrogation, the device exhibited backup vvi operations. The device was not implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi was confirmed in the laboratory. The cause of backup vvi was due to power on reset. The cause of power on reset could not be determined.